Event description:
Disposable shaver made an unusual noise while operating. Operator noticed metal shavings exposed while operating. Therefore, shaver was removed from field and replaced with a new disposable shaver.